Manufacturer narrative:
Asr revision asr acetabular hip(s) to be revised: right reason(s) for revision: high blood cobalt. Update sep 13, 2017: email notification from kennedys received. There is no new information. This complaint was updated on oct 6, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision. Asr acetabular. Hip(s) to be revised: right. Reason(s) for revision: high blood cobalt. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr acetabular, hip(s) to be revised: right. Reason(s) for revision: high blood cobalt.